Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was unable to unlock the ilet when announcing breakfast. The issue was resolved during the call, and the user completed a manual restart and reinstalled the mobile ilet app to enable remote restart. The highest blood glucose (bg) recorded was 220 mg/dl, trending down. Blood glucose (bg) was corrected by allowing the ilet to deliver corrective insulin. The user's reported symptom was mild thirst. No outside assistance or medical intervention was required.